Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via phone that the insulin buttons were not working. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the screen was hard to read. Customer stated that the rewinding was slower. Customer stated that the reservoir cartridge was loose. The insulin pump will not be returned for analysis.